Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no logs were returned. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported atrioesophageal fistula remain unknown.

Event description:
Following a radio frequency paroxysmal atrial fibrillation ablation procedure, an atrioesophageal fistula was diagnosed. Posterior wall isolation was performed with ensite x in voxel mode and the ablation catheter. A multi electrode probe used for monitoring eso temperatures and sepsis was noted in the hospital. The patient was admitted on may 2nd and an emergent CT confirmed a fistula. Diagnosis was too late for treatment beyond medical therapy. No surgery was performed due to stability of the patient. There were no performance issues with any abbott devices.